Event description:
A male patient with a history of pulmonary disease, underwent aaa repair in 2007. The patient's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. Upon deployment of the aaa grafts, an angiogram was performed showing either a type I or type ii endoleak on the right side of the main body. The main body graft was ballooned and a wait-and-see approach was taken. The following month, a follow-up was performed. The aneurysm diameter was reduced to 43 mm (-2mm) and no endoleak was observed. Four months later, a follow-up was performed. The aneurysm diameter was reduced to 35 mm (-8mm) and no endoleak was observed. In 2008, a follow-up was performed. The aneurysm diameter was reduced to 27 mm (-8mm) and no endoleak was observed. The patient has shown full recovery.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The patient has shown full recovery. However, we have notified the appropriate individuals and will continue to monitor for similar complaints.